Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the pt was seen by a co rep for device evaluation. Testing confirmed that the device was not functioning. Surgery to explant the pt's c1 device is to be scheduled.